Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 240 mg/dl.